Manufacturer narrative:
Clinical conclusion: there is a temporal relationship and a potential causal relationship between the event of nausea, vomiting and chest pain and pd therapy with the liberty select cycler. Per the pdrn, the patient was encountering multiple issues with the cycler over the course of a month requiring 4-5 replacement cyclers being issued. Due to these issues, the patient was switching between manual exchanges and ccpd on the cycler. The patient alleges insufficient pd therapy on the cycler. It is unknown what findings were made at the ER or if the patient required any treatment for the symptoms. Based on the available information a definitive cause of the patient event cannot be confirmed. A manufacturer evaluation on the liberty select cycler has not been completed at this time. Should additional information become available, the need for a clinical investigation will be reassessed. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient has multiple treatments due to alarms and would be going to the hospital. Upon follow up, the pdrn the peritoneal dialysis nurse stated the patient did not believe she was completing consistent and thorough treatment on the cycler. Due to multiple alarms and issues requiring replacement cyclers, the patient was switching between manual exchanges and cycler based peritoneal dialysis. The patient went to the emergency room (ER) on (B)(6) 2018 with complaints of nausea, vomiting and chest pain. The patient was discharged the same day with unknown treatment or diagnosis. The patient¿s condition continues to improve. Additional information was solicited; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler found that the heater tray was slightly touching the top cover cabinet in the front, right-side. During the initial simulated treatment set-up an (pressure leak) alarm occurred. The ¿go/ no go gauge¿ check passed. The load cell verification failed at the 2000 and 4000 gram weight checks. The heater tray did not bottom out and make contact with the top cover cabinet when placing a 5k weight on the tray. A visual inspection of the cycler interior showed that the load cell was improperly at a slight angle on the load cell bracket. After straightening the load cell on the bracket and adjusting the position of the load cell bracket, the heater tray was no longer touching the cycler cabinet top cover. After adjusting the load cell on the load cell bracket, the load cell verification passed. There were no indications of fluid or dried fluid in the internal inspection of the cycler. The system air leak failed. There was a main pressure leak in the pneumatic system of the cycler. Valve 1 was leaking. After replacing valve 1, a 2nd treatment attempt failed due to an (balloon valve leak) warning occurring. The system air leak test showed that the bv pressure was dropping during a pressure holding check. Troubleshooting identified the cause as a leak in valve 13. After adjusting the load cell and replacing valves 1 and 13, an (as-received) simulated treatment was performed and completed without further failures occurring. The cycler weighed fill volume values were within tolerance for a liberty cycler. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.